Event description:
The hospital reported that it was an issue with the t.w. Power supply, they had started using the hpii to harvest vein in a patient and was performing a tunnelplasty to open the tunnel. They noticed that the beeps and burns were intermittent, stopping and starting. The hpii then stopped working altogether. They asked the circulator to turn off the power supply, then turn it back on again. It worked for a little bit, then stopped working again. There was no other troubleshooting performed prior to replacing the ps. The setting is 3 at all times. The team tapes the dial in place. The circulator then retrieved another power supply from another room, attached the power cable and adapter from the first generator, and the case was completed without incident. No patient injury reported. There was a delay in retrieving the additional ps and setting it up. Additional information received april 16, 2026, from acct mgr: :I asked about other steps taken and, no, there was no other troubleshooting performed prior to replacing the ps. The setting is 3 at all times. The team tapes the dial in place. Contact dept is cvor. There was a delay in retrieving the additional ps and setting it up. The device may be retuned for investigation after further testing in the field.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.